Event description:
A customer reported receiving erratic readings on their freestyle freedom blood glucose meter within ten minutes. The results of 312 mg/dl, 46 mg/dl, 52 mg/dl and 135 mg/dl were plotted against the average on a parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.